Event description:
Follow-up information received indicated the lead located at l3 was removed which resolved the difficulty the patient experienced moving her leg. The patient has a single lead implanted which is providing satisfactory relief for the patient. No further interventions are planned.

Event description:
Follow-up information received indicated the lead located at l3 was removed which resolved the difficulty the patient experienced moving her leg. The patient has a single lead implanted which is providing satisfactory relief for the patient. No further interventions are planned.